Event description:
When nurse turned the su5416 bag upside down on the hanger, the tubing broke apart, causing this potent drug to start leaking out onto nurse's clothing and skin. No chemical contact with pt's skin. Chemical spill kit used for cleanup.